Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The returned reader turns on with button press. The returned reader did not turn on with strip insertion. The returned reader was sent for further investigation and de-cased. Visual inspection performed on the returned reader and debris were observed inside the strip port. This issue is not confirmed due to use. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
Customer reported being unable to test glucose due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer further reported experiencing discomfort and losing consciousness "in the street", and requiring treatment of an "insulin pen" by emergency services. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test glucose due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer further reported experiencing discomfort and losing consciousness "in the street", and requiring treatment of an "insulin pen" by emergency services. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction MDR. Section d4 'model no' has been updated to reflect correct model number.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test glucose due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer further reported experiencing discomfort and losing consciousness "in the street", and requiring treatment of an "insulin pen" by emergency services. There was no report of death or permanent injury associated with this event.